Manufacturer narrative:
This information was to be communicated with the physician. At this time, the rv lead and device remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal patient follow up, interrogation of this implantable cardioverter defibrillator (ICD) noted that the pacing impedance measurements on this right ventricular (rv) lead had dropped below 200 ohms in (B)(6) 2016 and have remained below 200 ohms since. No other anomalies were noted. The data was sent to boston scientific technical services (ts) for review. No adverse patient effects were reported. A ts consultant reviewed the data and confirmed that the pacing impedance measurements, initially at 400 ohms for the first two months post-implant, had gradually dropped in (B)(6) 2016 to an average measurement of 200 ohms, with some values dropping below 200 ohms. A review of the stored episodes showed that the rv lead is sensing appropriately and the electrograms show no evidence of noise since implant. There were recorded episodes that occurred in (B)(6) 2016 which appear to be due to supraventricular tachycardia (svt) with rapid ventricular response. Inappropriate shocks were delivered as a result. X-rays did not show any obvious signs of lead damage and the tip appears to be in an acceptable position in the heart. The ts consultant discussed additional troubleshooting to perform to see if any noise could be created. If noise is not noted during testing, the consultant discussed that this could be related to the patient's condition and to continue normal follow-ups.